Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports burning sensation on face where pap mask comes in contact with skin. The customer consulted with a dermatologist and was prescribed an unspecified ointment.